Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump screen/display issue¿. The unit was triaged and the reported issue was confirmed. The potential root cause is a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit has a blank display. No additional details are available.

Manufacturer narrative:
Submit date: 8-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the unit has a blank display. No additional details are available.